Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was stopper pops off seen in one (1) tube causing the sample to leak. The patient was redrawn and no adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was stopper pops off seen in one (1) tube causing the sample to leak. The patient was redrawn and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefore, 100 retained samples were visually inspected and 10 were functionally tested, and no issues were observed relating to stopper pop off and stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.